Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Event description:
It was reported by the customer that counterpulsator of cardiosave intra-aortic balloon pump (iabp) connected to the power supply did not charged. There was no patient involvement.

Event description:
It was reported by the customer that counterpulsator of cardiosave intra-aortic balloon pump (iabp) connected to the power supply did not charged. The event occurred before use and there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported "the iabp connected to the power supply does not charge". The problem was confirmed directly on site. The device was not in use on a patient. After multiple functional tests, false contact was detected on the power cable, in the part near the winder, which causes the iabp batteries not to charge. Fse removed the side cover, and replaced the reel, ac power cord (d012-00-1688-22). Functional checks and diagnostic tests. Functional tests. Regular functional tests. Repair completed. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11.corrected field - e1 (initial reporter).